Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "card read issue" (computer software issue). Technician reported wave card did not work. Wave card was returned to alcon customer service, for credit and replacement. Wave card showed zero procedure on first test, and showed 'can't read chip, fuses on' at second test, when returned card was tested by alcon customer service. Alcon technical support was contacted, and they stated that card use not found on the system log file. Current information does not indicate patient involvement.